Event description:
Home pt reported four incidents of the minicaps cracking. Per the pt, these have occurred over the past several months. Pt noted the cracks to be on the smooth side of the caps with betadine leaking through the cracks. Per the home pt, no pt injury or medical intervention was associated with these incidents.